Event description:
It was reported the procedure was being performed in the critical care department. The intern opened the retractable safety scalpel backwards into his hand and sliced into his pain requiring stitches. A new scalpel was used to complete the procedure. There was no delay in treatment and no pt death or complications reported.

Manufacturer narrative:
(B)(4).